Event description:
It was reported to gore that a pt alleges to have experienced pain, dyspareunia and possible infections after having been implanted with a gore-tex soft tissue patch device. Additional event specific info has not been provided.

Manufacturer narrative:
Add'l details regarding the pt's clinical course were ascertained from a review of medical records and are as follows: operative report dated (B)(6) 1999 indicates: pt underwent gore-tex urethral sling with gore-tex soft tissue patch, percutaneous suprapubic cystostomy, and cystourethroscopy for sui. The operative note indicates that "the gore-tex patch was fashioned as a sling with running cv2 suture along the left and right height of the gore-tex..." The "gore-tex sling was then fixed to the medical aspect of the separated ureteropelvic ligament bilaterally with running stitch of cv2 gore-tex suture." The "gore-tex was then situated about the bladder neck." Consult visit dated (B)(6) 2012 indicates: the pt presented for consultation of "left groin abscess, eroded, infected bladder sling." Operative report dated (B)(6) 2012 indicates: the pt underwent "transvaginal removal of sling." Post operative diagnosis: "sling erosion, space of retzius abscess, probable mild cellulitis, completely epithelialized transvaginal fistulous tract along the sling that was removed, drainage of the pelvic abscess into the left lateral superior wall of the bladder." The operative report further indicates that the "sling erosion was identified" and removed in total transvaginally. It was noted that the "pt tolerated the procedure well." The device was not returned for eval; therefore, a direct product analysis could not be conducted. A review of the complaint files confirmed that this lot has not been reported previously. The reported lot was mfg in 1999; however, the mfg records for this lot are beyond the required retention period and therefore, unavailable for review. All available info has been placed on file for use in tracking, trending and follow-up.